Event description:
Procedure: open sigmoid resection. According to the reporter: single clips were not closed completely - not formed properly. The seam had to be oversewed by hand.

Manufacturer narrative:
(B)(4).